Event description:
It was reported that the customer's blood glucose level dropped from 162 mg/dl to 39 mg/dl in less than one hour. Her blood glucose levels dropped after a unit of insulin was delivered. The customer's daughter reported it was a serious injury because she had to intervene. Her daughter has to intervene when her mother has low blood glucose levels. One time the customer did the scroll wrap and administered too much insulin. The customer could no use the quick release because it was covered with a band aid. Her daughter refused to removed the infusion set from the quick release before rewinding/priming the insulin pump and stated she would deal with it. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.